Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the system fan was intermittently noisy, the latch tab on the power cord bay door was bent, there was a deep scratch on the lower case near the handle, the upper hinge plate was scratched, there were disturbed solder joints on the ground connections of the electrocardiogram connector and the personal computer memory card international association slot had broken ejector pins. All found damaged and defective parts were replaced. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.